Manufacturer narrative:
This supplemental report was submitted to provide additional information from the user facility. The device was on a cart, banged into the door and fell off the cart causing the device to become damaged. There was no patient or customer injury. This was not during a procedure and did not have any patient involvement. This occurred about two months ago. The exact event date is unknown.

Manufacturer narrative:
The referenced xenon light source was returned to the service center for evaluation. The light source was inspected and found the front panel of the housing was broken off/detached and the main power switch was broken. The lamp life meter was reading over 500+hours and light intensity output measured out of range. The scope socket was worn out (unable to capture scope socket¿s internal). There were scratches on center of lens turret filter. Additionally, the rear foot was bent, there was a minor scratch on top cover. The device was repaired and returned to the customer. A review of the service history indicated the scope was purchased on (B)(6) 2008 and was last serviced via repair on july 15, 2016. Based on the evaluation results, excessive stress from impact cannot be ruled out as a contributory factory to the damaged front panel and broken main switch.

Event description:
The service center was informed that the plastic holder on the front cover of the xenon light source was broken. There was no patient involvement.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02436. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. It did not lead to the identification of root cause, however, based on the information of the user dropped the device, which led to the pointed out reported phenomenon the potential root cause has been determined to be due to handling. Olympus will continue to monitor the field performance of this device.